Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). Previously administered products included: diflucan and flagyl 250. Concurrent conditions were listed as pelvic pain, breast discharge and menstruation irregular. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device ("single live iup dating 8weeks 3 days") and perineal pain ("perineal pain"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pelvic pain, perineal pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: essure removal operative notes: on (B)(6) 2023. Pre-op / post-op diagnosis. Pelvic and perineal pain. Encounter for sterilization. Procedure: laparoscopy ¿ removal of adnexal structures, left salpingectomy and removal of essure device specimens removed: left fallopian tube and essure device indications: she is a 50-year-old female who is having surgery for pelvic and perineal pain. Encounter for sterilization. Findings: normal external genitalia, vaginal and cervix. Uterus anteverted approximately 8cm normal. Normal bilateral fallopian tubes and ovaries. Procedure details: the left fallopian tube was identified, followed out to its fimbriated end. The blunt grasper was used to grasp the fimbriated end, and the harmonic scalpel was used to incise along the mesosalpinx. The fallopian tube was transected and part of essure noted to still be within cornual end into the uterine body. Maryland was used to grasp and gently removed fallopian tube and essure. Sent to pathology. Complications: none: patient tolerated the procedure well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). Previously administered products included: diflucan and flagyl 250. Concurrent conditions were listed as pelvic pain, breast discharge and menstruation irregular. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device ("single live iup dating 8weeks 3 days") and perineal pain ("perineal pain"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pelvic pain, perineal pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: essure removal operative notes: (B)(6) 2023. Pre-op / post-op diagnosis. Pelvic and perineal pain. Encounter for sterilization. Procedure: laparoscopy ¿ removal of adnexal structures, left salpingectomy and removal of essure device . Specimens removed: left fallopian tube and essure device. Indications: she is a 50-year-old female who is having surgery for pelvic and perineal pain. Encounter for sterilization. Findings: normal external genitalia, vaginal and cervix. Uterus anteverted approximately 8cm normal. Normal bilateral fallopian tubes and ovaries. Procedure details: the left fallopian tube was identified, followed out to its fimbriated end. The blunt grasper was used to grasp the fimbriated end, and the harmonic scalpel was used to incise along the mesosalpinx. The fallopian tube was transected and part of essure noted to still be within cornual end into the uterine body. Maryland was used to grasp and gently removed fallopian tube and essure. Sent to pathology. Complications: none: patient tolerated the procedure well. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: adverse events "pelvic pain" and "perineal pain" added to the case; essure removal information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.